Event description:
It was reported that the pump was receiving errors and suspended delivery. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance, and no further actions were needed by technical support.